Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A doctor reported the intraoperative aberrometer was not reading the cylinder correctly during surgery. The patient's preoperative keratometry and topography showed almost five diopters of cylinder. The aberrometer only read two diopters of cylinder. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not replicated. The aberrometer was replaced to resolve a reticle issue, which is unrelated to the reported issue. The system was tested and found to meet product specifications. The root cause is unable to be determined conclusively, as no issues were identified with the aberrometer with readings and measurements per sample evaluation the manufacturer internal reference number is: (B)(4).